Event description:
The customer returned the small intestine videoscope to the service center for evaluation related to a separate issue. During testing, the service technician identified the device had foreign material coming out of the distal end due to clogging of channel mount unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely due to clogging of channel mount unit, foreign objects come out of distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.